Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited noise. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise resulting in stored atrial tachy response (atr) episodes. It was noted that lead revision will be performed with scheduled generator change out. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this device was prophylactically explanted for a therapy upgrade. A cardiac resynchronization therapy defibrillator (crt-d) was successfully. No adverse patient effects were reported outside of scheduled elective procedure. As of today, this device has not been returned to boston scientific for analysis.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited noise. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise resulting in stored atrial tachy response (atr) episodes. It was noted that lead revision will be performed with scheduled generator change out. No adverse patient effects were reported. Currently, this ICD remains in service.